Event description:
While attempting to reload needle holder the device came apart at the black center button, button flew off needle holder, unable to reload device, posed no immediate threat of harm to patient.